Event description:
Related manufacturer report number: 2017865-2023-50912. During a remote follow up, undersensing was observed on the right atrial (ra) lead resulting in a ventricular tachycardia (vt) which resulted in inappropriate shocks being delivered. Technical support was contacted and also observed pacemaker mediated tachycardia (pmt) as a result of the ra undersensing. Technical support recommended reprogramming. Reprogramming was performed to resolve the event. The patient was stable.